Event description:
It was reported that the patient had a revision surgery on (B)(6) 2014 and all implants were removed due to lack of wound closure, delayed wound healing and possible post-operative infection. The patient was revised to an x-fix and treated for an infection. The procedure was completed successfully with no surgical delay. This report is 13 of 14 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Without a lot number the device history record review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.